Event description:
It was reported that a user experienced recurrent hypoglycemia while operating the ilet with u-200 insulin, with device data review indicating frequent low glucose events after initiation on this concentration and no associated device alarms. Symptoms included low blood glucose requiring frequent carbohydrate intake and meal pattern changes to prevent or treat lows. Outcomes included clinical impact to daily management necessitating therapy changes and re-education, without emergency treatment or hospitalization. Investigation included review of uploaded device and cgm data, user interview and troubleshooting, and an in-field assessment with retraining. Investigation of this case revealed that the events coincided with use of u-200 insulin and resolved intervention was to perform a factory reset and switch to u-100 rapid-acting insulin per clinician direction, with reinforcement of alarm response, cgm use, and meal announcement features. It was concluded that the reported hypoglycemia was associated with the insulin concentration used with the system rather than a device malfunction, and that corrective actions included reset, insulin change to u-100, and user education with continued monitoring.

Manufacturer narrative:
This regulatory report was voided due to duplicated report all information can be found on subsequent report.